Event description:
The nurse found the step motor was full open, the pull magnet was closed, the gas leaked from the safety valve and the patient did not breath. The company's field service engineer confirmed the demand valve of the gas supply unit did not work correctly and the gas flowed continuously.